Event description:
Rn was disconnecting the tubing from patient because all the tubing needed to be changed. After unscrewing the cap, the tubing was pulling and the end of it snapped off the tubing. Some of the plastic piece stayed in the peripherally inserted central catheter (PICC) line. The vascular access team was called, and they came to patient's room to get the plastic piece out of the PICC line. Patient was not harmed at that time but needed to be monitored for infection or other complications. Product is currently with supply chain. PICC was in the patient's upper left extremity.